Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. G5 (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2018 it was not possible to unlock the pfna blade. The blade could not be used. Concomitant device reported as: pfna nail (part # unknown, lot # unknown, quantity 1) . This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After withdrawal of the sterile package, the blade could not unlocked. The procedure was completed successfully with a surgical delay of 10 minutes. Concomitant device: pfna nail (part: 272.265s, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3, h4, h6: device history records review was completed for part# 02.027.035s, lot# l846669. Manufacturing location: bettlach, release to warehouse date: apr 27, 2018, expiry date: apr 01, 2028. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The visual inspection of the pfna ¿ blade has shown that the implant is in good condition no abnormal findings were identified. A functional test was performed, the article is fully functional. The investigation has shown that the cause of complained malfunction is a post-manufacturing use related damage at the article, therefore no drawing/specification review is needed. The received condition of the pfna blade is not concordant with the complaint description and therefore the complaint condition is unconfirmed. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no nonconformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. A functional test was performed, the article is fully functional. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.